Event description:
It was reported during a bd clinical practice consultant site visit that the nicu rn's stated that there have been multiple events that the maxplus connector leaked at connection to a 1ml, 3ml, 20ml, 30ml and 60ml syringe during versed and morphine infusions infusing at low rates. The nicu staff further stated that the leak occurs at initiation of the infusion and due to the infusion¿s low rate, the leak is often not immediately identified.

Manufacturer narrative:
Concomitant medical products: bd1ml, 3ml, 5ml, 20ml, 30ml, 60ml. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported during a bd clinical practice consultant site visit that the nicu rn's stated that there have been multiple events that the maxplus connector leaked at connection to a 1ml, 3ml, 5ml, 20ml, 30ml and 60ml syringe during versed and morphine infusions infusing at low rates. The nicu staff further stated that the leak occurs at initiation of the infusion and due to the infusion¿s low rate, the leak is often not immediately identified.